Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No actual sample was returned. However, one photo was attached depicting the air vent detached from the drip chamber of the set. The returned photo visibly confirmed the reported defect of the dislodged filter from the drip chamber. Although the attached photo did confirm the dislodged air vent, a thorough investigation could not be performed without the original sample to evaluate. Therefore, the exact root cause of the reported incident cannot be determined at this time. In addition, review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "filter on tubing became dislodged and rituxan spilled." It was quickly caught and cleaned per protocol. No injury reported.